Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2021. Multiple attempts to reprogram the closed loop stimulator (cls) trying multiple types of stimulation including closed-loop programs, open-loop programs and high frequency programs, all unsuccessful. A full system explant was completed on (B)(6) 2023where the leads were cut and electrocautery was used.

Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2021. Multiple attempts to reprogram the closed loop stimulator (cls) trying multiple types of stimulation including closed-loop programs, open-loop programs and high frequency programs, all unsuccessful. A full system explant was completed on (B)(6) 2023 where the leads were cut and electrocautery was used.

Manufacturer narrative:
Evaluation summary updated: correction section h6: investigation findings - changed from 3257 (impedance problem identified) to 3221 (no findings available. Investigation conclusion - changed from 4315 (cause not established) to 22 (known inherent risk of device).